Event description:
The patient reportedly experienced pain at the implant site and headache after wearing her external equipment. The patient also reported an episode of sharp, shooting pain while not wearing her external equipment. Visual inspection revealed normal skin at the magnet site, with no redness or irritation. External equipment was exchanged, however, the problem was not resolved. Impedances were within normal range. Due to the pain and lack of benefit, the patient's device was explanted.